Event description:
Bravo ph capsule device did not release at the "z" line and appeared to follow the guide-wire out. Capsule then released at the epiglottis. Pt aspirated the capsule-capsule was removed. No permanent adverse effects were identified in the pt.